Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 42 mg/dl. The customer current blood glucose was 276 mg/dl. Customer was treated with food. Customer was declined for troubleshooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.